Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over to the server. A technical support specialist (tss) connected to the carefusion coordination engine (cce) and found that a14 was populating the pre admit date correctly on the es server. The customer believes this may be an issue on their side. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server multiple patients were not crossing over to the server, customer rebooted multiple times, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.